Event description:
It was reported that there was difficulty interrogating this device. Troubleshooting with a firmware update was attempted and there was no success. No adverse events were reported at this time.